Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 529 mg/dl. Blood glucose level at the time of the call was 258 mg/dl. During troubleshooting, the customer stated that the insulin pump's drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.